Event description:
It was reported that high impedance was observed. It was unable to determine if the anomaly was from the device or the lead. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported impedance anomaly was verified via review of the device's diagnostics data. The device's electronic circuitry was tested both manually on the bench and using our automated electrical testing system. All functional measurements were normal. No anomaly was detected. The cause of the reported impedance measurement anomaly remains undetermined.